Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a product for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the staple line bled after the surgeon used a sureform 45 curved-tip stapler instrument with a green reload on the bronchus. The blood loss was negligible, and bipolar energy was used to stop the bleeding. There were no errors or complications with the firing sequence, the staple line did not have any holes or gaps, and malformed staples were not produced. The procedure was completed robotically.

Manufacturer narrative:
A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Event description:
Refer to h10/h11 for follow-up information.